Manufacturer narrative:
Console logs from the reported day of event are consistent with complaint and show that after previously running pump (B)(6) was connected to (B)(6), console presented with placement signal not reliable alarm (#1048 - signal out of range). Rtlog data shows that while raw optical data from pump (B)(6) on (B)(6) was valid and within expected range, the raw optical data from same pump on (B)(6) had unusual values of 3276.8mmhg (all other optical parameters - snr, contrast, lamp, gain - were within specification). Within several seconds since pump connection and start on (B)(6), calculated placement signal railed at 3000 (signifying unreliable signal - not an actual value), but raw optical data remained the same, implying that the optical bench was sending the unusually high values, without identifying the signal as invalid - in which case it would set its values to -3276.8 (0×8000 signed integer). Further analysis of imc log revealed that just prior to connecting pump (B)(6), operator accessed ¿optical bench service¿ screen upon which the optical bench was reconfigured for 5s parameter measurement (as per design) where raw optical data reports values of cavity length (in nm), not placement (in mmhg). The service screen was promptly exited, however after pump (B)(6) was connected to console and its eeprom read (including value of calibrated g0), the optical bench had not been re-configured for g0 and units of ¿mmhg¿. As the result all values measured and transmitted from optical bench to epc corresponded to cavity length, not pressure, triggering ¿placement signal not reliable¿ alarm due to signal out of range (#1048).

Event description:
The complainant reported that the aic had an unreliable placement signal. Investigation concluded that there was a software bug that manifested with the combination of use error.